Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported the patient was new to their clinic. It was stated the patient fell often, but no trauma to the device. It was indicated their tremor was worse on the left but better on the right. It was noted they had been getting sub-optimal therapy since post-operative. The patient was last seen in (B)(6) 2016 where impedances were within normal limits. Multiple reprogramming had been done by other manufacturer representatives. One of the notes indicated the patient had 2 hours of reprogramming and tremor was better. The hcp stated the patient was seen by them for the first time, and they didn¿t write down all the electrode impedance readings. It was stated they were all high, 2000-5000 ohms. It was noted they only wrote the highest value which were as followed: 0/3 5208 ohms and 4/6 4637 ohms. There were no historical impedance readings that were sent from the previous physician. The patient was programmed at left stn: c+1- and right stn: 8-9-10+ but didn¿t have therapy impedance. The patient was implanted for movement disorders.